Manufacturer narrative:
The manufacturer previously reported information alleging a patients spo2 decreased when they left for a daycare center. The ventilator was in the secondary settings, and they are unsure when the settings changed to the main settings. The device was changed back to secondary settings and the patient's condition was back to normal. Patients' family has requested if we can shed light on the event to see if it was caused by human error or the devices error. The ventilator was returned to the manufacturer for evaluation and the device was determined to be normal. The log inside the device revealed that the secondary setting was changed to the main setting at 6:12:43 am on september 5, 2023. Final test, battery checking, valve checking, a test run, and cleaning were performed and no anomalies in regard to the phenomenon was not found.

Event description:
The manufacturer received information alleging a patients spo2 decreased when they left for a daycare center. The ventilator was in the secondary settings, and they are unsure when the settings changed to the main settings. The device was changed back to secondary settings and the patient's condition was back to normal. Patients' family has requested if we can shed light on the event to see if it was caused by human error or the devices error. The device has not been returned to the manufacturer. At this time, we are unable to confirm any alleged malfunction. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.